Manufacturer narrative:
(B)(4).

Event description:
This system was removed because the patient was complaining of pain at the implant site. The patient's ef had improved so the physician explanted the system and it was not replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.